Manufacturer narrative:
It was reported that the device shows the error message h15. The reported event was confirmed. The service evaluation revealed the device has no function due to a jammed motor and cuts in the cable coating. Furthermore, the connector was found defective. The most likely cause is attributed to improper device handling.

Event description:
It was reported that the device shows the error message h15.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.